Manufacturer narrative:
(B)(4). The reported issue of cuff leakage could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. Visual inspection of the returned sample shows no abnormalities. The cuff was able to be inflated and deflated without any difficulty. To further investigate, a water leak test was performed by inflating the cuff and immersing it in water to observe air bubble formation. No air bubbles were observed, indicating no leakage. The tracheal tube was then left inflated for 30 minutes, and the cuff remained fully inflated. A review of the device history record (DHR) found no issues related to the reported complaint. Based on the investigation, no issues with the sample were found.

Event description:
It was reported that: "a deformation was found in the cuff during the pre-use inspection. No further information could be confirmed by the customer".

Event description:
It was reported that: "a deformation was found in the cuff during the pre-use inspection. No further information could be confirmed by the customer."

Manufacturer narrative:
(B)(4).